Manufacturer narrative:
Device evaluation in progress.

Event description:
Ro 1130107: added water error.

Manufacturer narrative:
H10: device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem (exhibition of the add water error) was confirmed during functional testing. This issue was caused by a faulty float switch. The problem source of this malfunction was unknown. A root cause was not established.

Event description:
It was further reported that the level 1 hotline low flow system (hl-90) produced a add water error. No patient injury or complications were reported in relation to this event.